Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: cs-paddle leads-MRI brand name: coveredge? MRI upn: m365sc8436700, model: sc-8436-70, serial: (B)(6), lot: 7076304, UDI: (B)(4).

Event description:
It was reported by the patient that he experienced a bodily rejection of the spinal cord stimulation (scs) implantable pulse generator (ipg) on three occasions. The initial surgical intervention for this event took place approximately four months ago, followed by subsequent intervention, and then the explant of the device. The patient further stated that he had never obtained any therapeutic relief from the device. Additional information was received that the rejection symptoms included localized redness and pain at the ipg site, along with a fever. The patient recovered from the infection. The explanted ipg and lead were not returned by the medical facility after the explant procedure.

Event description:
It was reported by the patient that he experienced a bodily rejection of the spinal cord stimulation (scs) implantable pulse generator (ipg) on three occasions. The initial surgical intervention occurred approximately four months ago, followed by a subsequent procedure, and ultimately the explant of the device. The patient further stated that he had never obtained any therapeutic relief from the device, despite device programming optimization.